Event description:
One liter bag. Tech was mixing tpn bag. Upon completion she was clamping the tubing in the middle and noticed hair on the inside of tubing. All bags of that lot # isolated and rptr remixed all tpn for pt.